Event description:
It was reported the cysto-nephro videoscope tip needed to be re-glued. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report presents the findings of the legal manufacturer's completed investigation. Additional information: d8, d9 the device was returned to olympus for evaluation. Following inspection, the reported failure ¿ tip requiring re-gluing ¿ could not be confirmed. As the malfunction was not substantiated during evaluation, the cause of the reported issue remains undetermined. Should additional relevant information become available, a supplemental report will be filed. Olympus will continue to monitor the field performance of this device.